Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
As reported by a clinical support specialist: "call patched in from speedez. The [reporter] called the hotline for help with a pump that was just sent to him in the bio-med department. The only information he was given is that the pump had a "system error 3" alarm and stopped pumping. He said that they had just started using the pump about 15 minutes prior to the alarm. The patient had just been transferred to the "unit" from the cath lab when the alarm occurred. The staff switched the pump out for another, but he did not know if they had attempted to restart this pump. That is all he was told. He then said that this is the second time in about a weeks' time that this specific pump has been sent to bio-med for system error 3." Patient condition is listed as "fine". There was no report of patient complications, serious injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
As reported by a clinical support specialist: "call patched in from speedez. The [reporter] called the hotline for help with a pump that was just sent to him in the bio-med department. The only information he was given is that the pump had a "system error 3" alarm and stopped pumping. He said that they had just started using the pump about 15 minutes prior to the alarm. The patient had just been transferred to the "unit" from the cath lab when the alarm occurred. The staff switched the pump out for another, but he did not know if they had attempted to restart this pump. That is all he was told. He then said that this is the second time in about a weeks' time that this specific pump has been sent to bio-med for system error 3." Patient condition is listed as "fine". There was no report of patient complications, serious injury.